Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on lens. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -10.00 diopter, in the patients right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.